Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure, a faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive sheath was leaking when the physician was aspirating. The sheath was prepped normally, and no leaks were noticed during the preparation. The sheath was replaced, and the procedure was completed successfully without patient complications. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a pump was used for the irrigation of sheath. A non-boston scientific mapping catheter was inside sheath when the leak was noted. The leak appeared to be coming from the valve. The fluid was leaking from the proximal end of the handle. The leaking fluid was saline. No air was seen in the patient. No other issue has been reported.

Manufacturer narrative:
B5: describe event or problem - updated with additional information. C2/d10: concomitant product/therapy - updated.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure, a faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive sheath was leaking when the physician was aspirating. The sheath was prepped normally, and no leaks were noticed during the preparation. The sheath was replaced, and the procedure was completed successfully without patient complications. No patient complications have been reported. The sheath was received at boston scientific's post market laboratory. It was further reported that a pump was used for the irrigation of sheath. A non-boston scientific mapping catheter was inside sheath when the leak was noted. The leak appeared to be coming from the valve. The fluid was leaking from the proximal end of the handle. The leaking fluid was saline. No air was seen in the patient. No other issue has been reported.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure, a faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive sheath was leaking when the physician was aspirating. The sheath was prepped normally, and no leaks were noticed during the preparation. The sheath was replaced, and the procedure was completed successfully without patient complications. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.